Event description:
It was reported that the xience v stent fractured. Additional information was received through a case report article, reporting that in (B)(6) 2009, the patient developed recurrent angina and was found to have in-stent restenosis of an unspecified bare metal stent in the left anterior descending artery (lad). Two xience v stents (2.5x18 and 2.5x25) and a 2.25x 15 promus stent were implanted from the distal to proximal with good angiographic results. Five months post implant, the patient presented with progressive angina. Repeat angiography demonstrated in-stent restenosis in the 2.5x18 xience v stent and the 2.25x15 promus. Further angiographic evaluation revealed stent strut separation in the two stents at the focal restenosis site, indicating a complete stent fracture. Pre-dilatation of both sites was performed and two non-abbott stent were deployed covering the stent fractures. Post dilatation was performed with excellent results. In (B)(6) 2009, the patient presented again with troponin-negative progressive angina. Angiography revealed fracture of the non-abbott stent and restenosis within the lad. Percutaneous intervention was performed with deployment of a non-abbott stent with good results. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The xience v 2.5 x 18 stent was filed under a separate medwatch MFR number. The device was not returned for analysis. Factors that may contribute to stent fractures include, but are not limited to, processing and/or handling in manufacturing, handling during preparation for use, lesion characteristics, procedural technique, product size selection, severe torquing or kinking of stent (material stress/ fatigue) or interaction with the accessory devices, lesion and/or anatomy. Fatigue from cardiac dynamics and motion may also contribute to stent fractures during or after the procedure. In this case, the stent fracture was not noted at the time of stent implant, suggesting that the noted damage occurred post procedure. Restenosis, as listed in the promus instructions for use as a known adverse event associated with coronary stenting and is not necessarily an indication of a product quality deficiency. In this case, the reported stent fracture possibly contributed to the reported restenosis, and required additional treatment and hospitalization. A conclusive cause could not be determined for the reported patient effects and the relationship to the device, if any. Although a conclusive cause for the stent fracture and the relationship to the reported patient effects could not be determined, there does not appear to be any indication of a product quality deficiency. The lot history record for this product was not reviewed and a similar incident query was not performed because the lot number was not reported.